Event description:
The device arrived for defib recall and was repaired. During final testing afterwards, and as a secondary finding, the device failed with an ECG comm error.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. Testing duplicated the ECG comm complaint. Investigation isolated the cause to two internal boards that were replaced. Additionally, the two cables connected to these boards were also replaced for precautionary reasons. The device passed all acceptance testing after repairs were completed and was returned to the customer.